Manufacturer narrative:
D10 concomitant product: 176630, 176630 endoclip iii 5mm applier, (lot #j4a3751y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 2.5cm cut line. The jaw of the reload was open. Staple pushers were visible at the 3cm cut line. It was reported that the staple line was incomplete. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic resection, after properly attaching, the tissues were set into the jaws then fired, after completely firing, when the jaws were opened, the firing has not been done completely and the staple line was proximally incomplete. The operator was said to have checked the beep after the firing. The cartridge was replaced with another one to resolve the issue. It was also noted that the surgeon was able to squeeze the handle, but there were issues when the clips were loading.